Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level between 400 mg/dl. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. The customer reverted to an alternate method of insulin therapy.